Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. The customer stated her sensor and insulin pump was not connected with meter. Customer current blood glucose level was 209 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The hospitalization information has been added which was not included in previous report. The information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2020 at midnight. Customer was sleeping. The customer stated her sensor and insulin pump was not connected with meter. Sensor expired and did not provide any sensor glucose readings. The customer was not in auto mode at the time of the reported incident. The insulin pump will not be returned for analysis.